Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom. On (B)(6) 2024 , it was reported that the patient encountered infusion set tubing detachment during bath. The length of time infusion set in use for one day. No further information available.